Event description:
After removing reservoir due to no delivery, customer reports that insulin leaked passed the two o-rings into the reservoir compartment and under display screen. Customer's blood glucose was 130 mg/dl. Customer reports that no delivery was resolved with infusion set change. Insulin pump would be resolved. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.